Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified popliteal artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured immediately upon first inflation at the below nominal atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.